Event description:
It was reported that a xia 3 vitalium rod fractured post-operatively. The patient was revised and the rod was explanted.

Manufacturer narrative:
Hospital retained the device.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device history review could not be performed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, no adverse trends were identified. It was reported via follow up communication that both rods fractured but cannot be returned. Lots #'s could not be provided. Construct was from t4-t10 and the rods fractured at t8. Patient did not experience any trauma or accident but only achieved partial fusion. X-ray provided was reviewed and confirms that both rods fractured just cranial to t8. A corpectomy cage is implanted in the t7 vertebral body space with a cross connector spanning t7 also. Screw placement and rod overhand appears sufficient at all levels. No abnormalities identified in x-ray. The device surgical technique guide was reviewed, the following was found to relevant: adverse effects ¿ while the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. ¿ bending, disassembly or fracture of any or all implant components. ¿ fatigue fracture of spinal fixation devices, including screws and rods, has occurred. ¿ delayed union or nonunion: internal fixation appliances are load sharing devices which are used to obtain alignment until normal healing occurs. In the event that healing is delayed, does not occur, or failure to immobilize the delayed/nonunion results, the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture. The degree or success of union, loads produced by weight bearing, and activity levels will, among other conditions, dictate the longevity of the implant. If a nonunion develops or if the implants loosen, bend or break, the device(s) should be revised or removed immediately before serious injury occurs. The most likely cause of the reported event was determined to be the reported lack of complete fusion. Failure to fuse over 3 years means the implant(s) will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture.

Event description:
It was reported that two xia 3 vitalium rod fractured post-operatively. The patient was revised and the rod was explanted. This report captures the first rod.